Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15228; 2017865-2019-15229; 2017865-2019-15230. It was reported that the patient presented at the emergency department. It was determined that the patient had a systemic infection. The entire system was explanted. There were no complications. The patient was stable.